Event description:
It was reported that the level sensor was cracked on the arctic sun device. Per additional information via email from ibc on 08nov2023, it was stated that they changed level sensor and fill tube because of dirty and they put screen a screen protector and ctu cal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was cracked on the arctic sun device. Per additional information via email from ibc on 08nov2023, it was stated that they changed level sensor and fill tube because of dirty and they put screen a screen protector and ctu cal.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was cracked on the arctic sun device. Per additional information via email from ibc on 08nov2023, it was stated that they changed level sensor and fill tube because of dirty and they put screen a screen protector and ctu cal.